Event description:
The implant failed due to failure to osseointegrate.

Event description:
The implant malfunctioned due to it fracturing during placement. The malfunction did not cause or contribute to a death or serious injury.